Event description:
Subsequent to the initial medwatch report, returned device analysis revealed one cuff tab was broken off and was not returned with the device. (B)(4). Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The location of the cuff tab is not known. Follow up contact with the customer indicated no one could remember any specifics of the procedure. Additionally, the customer reported the patient did not develop any related symptoms; there were no reported complications or additional treatment planned. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was not confirmed. Analysis of the device revealed the anterior and posterior needles were successfully captured by their respective cuffs; however, the anterior needle detached from the anterior cuff during needle plunger removal as evidenced by broken and damaged anterior cuff tabs and damage to the anterior needle barb. In addition, one of the anterior cuff tabs measuring one one-hundredth (0.01) of an inch square was broken off and was not returned with the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right femoral artery was attempted using a perclose proglide device. Reportedly, a needle to cuff miss occurred. The device was removed and a second proglide device was attempted, but another needle-to-cuff miss occurred. A third proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.